Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. G4: additional PMA/510(k) number k013227.

Event description:
It was reported that x-ray shows fracture at platform level on mesial aspect of implant. X-ray and picture attached. Implant had to be removed and replaced with one of larger diameter. Tooth number 19. Bone loss was also reported. Symptoms as a result of the event: pain.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsvwb11, (impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm), for evaluation. Visual evaluation was performed, a fracture has been identified on the implants collar. DHR review was completed for the subject lot number 1219265. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1219265, for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: functional: fracture: implant¿. The customer did submit images for the reported event. X-ray shows collar fractured. Based on the investigation and risk management file review as per (B)(4), the most likely root cause determined from the investigation was clinician selects implant that is unable to resist long-term occlusal loading. Refer to attached summary investigation for ¿bone-loss. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the collar. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. Similar complaints for bone loss related problems have been previously investigated. Refer to attached summary investigation. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. Furthermore, the probability of manufacturing or design defects that might lead to bone loss escaping the available detections is remote and almost nonexistent. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ or any further escalations. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.